Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The received cycler was turned on and showed that the display was blank. The investigation found the inverter board was faulty, the inverter board transformer was burnt. The inverter board supplies the dc voltage which illuminates the lcd display. The faulty unit was addressed during the manufacturing refurbishment process. There were no discrepancies encountered in the internal inspection of the device. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint. The reported customer complaint of blank display was confirmed.

Event description:
A peritoneal dialysis patient reported a blank cycler screen. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was advised to discontinue use of their cycler. During the manufacturer evaluation the cycler's display inverter board was found to have thermal damage.